Event description:
While mixing for non-hd compounds, compounding pharmacy technician noticed a couple syringes had a bad seal on the black plunger of the monojet 20ml syringe causing medication to leak out of the syringe once he started to withdraw. The item was monoject 20 ml syringe luer-lock tip, reference number: 1182000777, lot number: 314254x. This did not affect patient care as the correct volume was withdrawn with a new syringe for compounding. Multiple syringes with the same lot number were tested using non-drug diluents, and leakage was observed. Identical products with matching lot number were removed and was not further used.